Manufacturer narrative:
Block h6: device problem code a040601 captures the reportable event of stent buckled.

Event description:
It was reported that, during a percutaneous nephrolithotomy procedure, when the physician placed the contour ureteral stent over a sensor wire, the stent was stuck onto the sensor wire and became buckled. The physician had to cut the stent and wire to be removed. Reportedly, the guidewire was advance in and out of the urethra that might have caused the guidewire to become frayed when it was clamped and leading the stent to be stuck onto the guidewire. Another of the same stent and guidewire were used to complete the procedure. No patient complications were reported.

Event description:
It was reported that, during a percutaneous nephrolithotomy procedure, when the physician placed the contour ureteral stent over a sensor wire, the stent was stuck onto the sensor wire and became buckled. The physician had to cut the stent and wire to be removed. Reportedly, the guidewire was advance in and out of the urethra that might have caused the guidewire to become frayed when it was clamped and leading the stent to be stuck onto the guidewire. Another of the same stent and guidewire were used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Block h6: device problem code a040601 captures the reportable event of stent buckled. Block h10: the contour ureteral stent was not returned; however, a photo of the complaint device showed one piece of the cut stent that looks buckled accordion over the guidewire. Additionally, one small part of the piece looks detached from the buckled part of the stent. The suture and positioner were not visible. Moreover, the visible part of the guide wire looks unraveled. The analysis performed to the photo attached, evidence of a stent buckled material. It could be related with the interaction between the guidewire and the stent since the visible part of the wire looks unraveled, this unraveled could generate the difficulty to advance over it generating the buckled material. Additionally, the event mentioned that the physician had to cut the stent and wire to remove, confirming the reported device customer altered product. The additional detachment found, it is possible to concluded that this issue could be caused by operational factors, the retrieval line may be removed before placement at the physician's discretion. If the retrieval line is removed using excess force, the stent can get "detached" during the preparation affecting the performance of the device. Based on the analysis results of observed adverse event related to procedure was assigned to this investigation.